Event description:
Rptr received a pump from his biomed dept that when tested was about 40% off. Device was never sent out on a pt from this facility. Using the testing procedures outlined by the biomed dept rptr came to this result. Volumetric accuracy was tested at 300 ml/hr for 10 mins (50 ml plus or minus 2%). Actual volume measured in testing device 30 ml. (*)